Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient was treated in the emergency room on (B)(6) 2020 for hyperglycemia. The readings and treatment obtained at the hospital were not provided. It is also unknown how long the patient was hospitalized.

Manufacturer narrative:
Section d4: catalog number and UDI # were corrected based on the returned product.